Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex (lcx) artery. A 2.25x28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the physician noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on the balloon and was located between 200 and 228 mm proximal to the distal tip. The crimped stent was damaged along its entire length. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex (lcx) artery. A 2.25x28mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion and the physician noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.